Event description:
It was observed that during the device evaluation, the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that there was no signal output under serial digital interface (sdi) channel due to defective printed circuit board (dx board). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was no signal output under serial digital interface channel due to defective printed circuit board. Olympus will continue to monitor field performance for this device.